Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that the optical sensor calibration was expired. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was aware of the off-label use. They made several attempts to recalibrate and reconnect the fiber optic sensor with no relief. It was also noted that the waveform was dampened. An attempt was made to use the central lumen. This result in a less dampened waveform and they were able to continue to use this site. The fiber optic sensor was now disconnected. There was no patient harm or adverse event reported.